Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The device related to the reported event of anxiety-product/procedure, seroma-late and capsular contracture, received on nov 24, 2020 with catalog number (mcghan 210cc). Visual analysis of the returned device identified: white calcification on the shell and broken on the plug strap. Leak test was performed which identified the unit does not leak, microscopic analysis was performed which identified: broken striated on the plug strap. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated broken on the plug strap due to surgical damage consist in the use of some surgical tool. The events of capsular contracture baker grade unknown and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: fluid build up and exchange from textured to smooth breast implants due to the patient¿s concern with the product and capsular contracture.

Event description:
Healthcare professional reported left side " fluid build up and exchange from textured to smooth breast implants due to the patient¿s concern with the product" and "capsular contracture, unknown baker grade." Device has been explanted.